Event description:
A healthcare facility in (B)(6) reported through their distributor that an rt236 neonatal breathing circuit came apart at the swivel wye and when reconnected the circuit leaked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: twenty rt236 infant breathing circuits was returned to fisher & paykel healthcare (B)(4). One breathing circuit was the complaint device and the other 19 were unopened rt236 circuit kits with the same lot number. A visual inspection and a pressure test were performed to check for leaks or damage. Results: no physical damage was observed on any of the returned devices. During the pressure test all 20 breathing circuits performed within specification. A lot check revealed no other complaints for the lot number provided. Conclusion: we are unable to confirm the fault reported by the customer as no fault was found with the complaint device nor any of the other returned devices. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and any leak would have been detected by the automatic leak and flow tester on the production line.

Event description:
A healthcare facility in (B)(6) reported through their distributor that an rt236 neonatal breathing circuit came apart at the swivel wye and when reconnected the circuit leaked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the device and completion of our investigation.